Event description:
It was reported x-ray imaging was performed and it was confirmed that the recently implanted pacemaker had shifted downward from its implant location. This resulted in this right ventricular (rv) lead to exhibit a decrease in lead impedance and mild increase in capture threshold measurements. The pacemaker and this rv lead were repositioned. This rv lead remains in service. No additional adverse patient effects were reported.